Manufacturer narrative:
Retainer ring=black. The pump was returned for pump error 37 found on (B)(6) 2021. Pump successfully downloaded traces and history file using thump. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 37 alarms noted during testing. Pump error 37 confirmed on (B)(6) 2021 at 5:34pm. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Motor was tested outside of the device and passed. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. Pump error 37 not confirmed during testing or while testing the motor during rewind. However, noted on pump history on (B)(6) 2021. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump error alarm. The customer stated they were able to clear the alarm and able to complete rewind the insulin pump and self test pass. No harm requiring medical intervention was reported. The insulin pump was returned for analysis